Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported patient was in the emergency room for a fever and his pump began to alarm no disposable pump will not run. Pump was stopped. It was stated that the drug was blincyto. Troubleshooting was performed, but alarming issue did not resolve. Resolution volume 82.2 ml, rate 0.6 ml/hr, given 27.8 ml. It was reported event occurred at the patient's home and was operated by a health professional, but this has not been confirmed. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Corrected data: d4 UDI number. No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.